Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR # 1225714-2014-03979 and 1225714-2014-03980.